Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and alleged for crack in the pump and replace battery now alarm. The customer reported blood glucose value of 471 mg/dl. The customer was treated with manual injection. Symptoms witnessed during the event: stress out, feeling tired and lack of sleep. The event involved products mmt-1880, mmt-242a and mmt-332a. Troubleshooting was partially performed for high blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for cosmetic damage and indicated that the pump would be replaced. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 90.0 received the low battery alert (104) on 01/05/2026 12:51:00 after more than 7 days at 20.65 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit passed dat test at 0.0874 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thus/thump. Confirmed (B)(4) units of normal bolus was delivered on 07-jan-2025 between 12a and 11:59p. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked keypad overlay, broken battery tube threads, and missing o-ring (reservoir tube). However, the p-cap/reservoir does lock properly. Pump passed functional testing and no over/under delivery anomalies noted during testing. No power errors noted. However, confirmed cosmetic damage at battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.